Manufacturer narrative:
The analysis was performed on a cobas 6800 analyzer (serial number: (B)(6)). A review of the provided data indicated that the sample in question was a low-titer sample, with viral concentrations near or at the limit of detection for the assay. This sample-specific characteristic likely caused the observed wavering results between reactive and non-reactive outcomes during repeated testing. The investigation determined that the kit cobas 58/68/8800 mpx 480t ivd assay performed within specifications.

Event description:
The initial reporter alleged a result discrepancy with the kit cobas 58/68/8800 mpx 480t ivd assay on the cobas 6800 instrument. The alleged sample initially generated an hbv reactive, hcv non-reactive, hiv non-reactive result on (B)(6) 2024, with the cycle threshold (CT) for hbv at the limit of detection for the assay. The sample was repeated seven times on the same day across multiple sample ids. The first repeat generated the same result: hbv reactive, hcv non-reactive, hiv non-reactive, with the CT for hbv at the limit of detection. The remaining six repeats generated hbv non-reactive, hcv non-reactive, hiv non-reactive results. The donor bag associated with the sample was discarded, and there was no allegation of harm.